Event description:
A customer reported to baxter (B)(4) a solution administration set in which the roller clamp was not functional. The process step is unknown. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and the deformed roller clamp was evidenced. Functional tests were performed. The free flow pass test with air under water showed that free flow occured with the roller clamp closed. The reported condition was confirmed. The event could be related to a molding process variation in cavity number 1, however, the root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Additional investigation is being conducted through (B)(4).